Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the catheter was used off-label to treat atrial flutter and perform a cavotricuspid isthmus (cti) ablation, and the patient experienced a coronary spasm with upslope of the st segment. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter a farawave catheter was used. A cti ablation was performed with the catheter. Use of the catheter to treat atrial flutter and perform a cti ablation constituted off-label use of the device. A coronary spasm was observed on the electrogram (ECG) after the cti ablation delivery, indicated by an upslope of the st segment on the electrogram (ECG). Isosorbide dinitrate was administered prior to the cti ablation, but more of the drug was administered afterwards, the farawave catheter was replaced with a blazer catheter to finish the cti ablation. The procedure was completed and the patient fully recovered from the complication. The device is not expected to be returned for analysis due to disposal.